Event description:
A patient reported blood glucose results of "300 mg/dl, 112 mg/dl, 157 mg/dl, and 106 mg/dl" with a lifescan meter,performed within 10 minutes of each other. The meter was replaced.